Event description:
Abbott vascular .014 ironman guidewire. During procedure distal tip of guidewire separated from body of wire. Unable to retrieve wire fragment. Fragment migrated distally and became lodged in the deep (profunda) femoral artery. It was determined at that time that wire fragment would cause no harm to pt.